Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8835, serial#: (B)(4), product type: programmer, patient. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 27-jun-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient's implanted device was not working. The patient needed magnetic resonance imaging, but nobody would take him because he had the pump. He was getting worse and could not find a doctor to go to about it. No further complications were reported.